Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Access site adverse event/major bleed: the cause of the injury was determined to be patient condition as evidenced by clinical report of difficult patient anatomy/habitus

Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number and h4. Device manufacture date are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that uncontrolled bleeding occurred at the impella insertion site following removal of the peel-away sheath and advancement for sheath repositioning. The care team noted concern that the bleeding may have been related to patient body habitus/anatomy (morbid obesity). The patient was taken to the operating room for surgical cut-down and arteriotomy repair. The patient survived the procedure and remains on support.